Event description:
It was reported that the patient presented to the emergency department due to sudden palpitations and and a suspected shock from the ir extravascular implantable cardioverter defibrillator (ev-ICD). A chest x-ray showed no abnormalities and a electrocardiogram (ECG) showed atrial fibrillation (af) with premature ventricular contractions (pvc) and complete right branch bundle block. Upon interro gation of the device it was determined the patient had been treated with anti-tachycardia pacing (atp) for an episode of fast atrial fibrillation (af) but the rhythm was suspected to be irregular narrow complex tachycardia. The atp was inappropriate. It was noted the patients medications "were off". The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.